Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 2:15 p.m., on (B)(6) 2017. The patient claimed obtaining a blood glucose readings of ¿79 mg/dl¿ with the subject meter which she felt was high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (type and dose not reported) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 5 minutes after the alleged issue occurred, at around 2:20 p.m., she developed symptoms of feeling ¿dizzy, weakness, nausea, confusion¿ and that she ¿passed out almost coma¿. The patient advised that her family contacted emergency medical services (ems) and upon their arrival within 5-10 minutes, they reportedly measured her blood glucose at ¿39 mg/dl¿ on the ems device and subsequently treated her with IV glucose. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment for an acute low blood glucose excursion after obtaining an allegedly elevated reading on the subject device.